Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154atg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007. A 5076 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds. The lead remains in use for rv and superior vena cava (svc) defibrillations. A new rv lead was implanted for pace/sense functions. No patient complications have been reported as a result of this event.